Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2024 wherein the lead was explanted and replaced to address the issue.

Event description:
It was reported the patient experienced impedance problems due to a lead fracture. Effective therapy cannot be restored; therefore surgery may take place to resolve this issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.